Event description:
During index procedure, the physician used 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion in popliteal segment sfa of the left leg. Approximately 12 days post index procedure patient experienced dysaesthesia in the toe and pain in left calf due to thrombus; this was treated with thromboaspiration and thrombectomy of sfa and a tv revascularization of the popliteal and sfa using a pacific xtreeme balloon and a non-medtronic stent. Investigator has assessed that the event was possibly related to the device and procedure. It is reported that the patient recovered. Thrombolic re-occlusion of the target vessel occurred approximately 8 months post the index procedure. The patient was treated by rotex thrombektomy and local lysis. The investigator assessed that the event was remotely related to the study device and not related to the procedure. The patient recovered.

Event description:
It is reported that approximately 8 months post index procedure, the patient was treated with one in. Pact pacific drug eluting balloon and two pacific balloons for in stent restenosis of the left sfa. The investigator indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
Notification date for previous MDR (MFR report # 3004066202-2013-00122) was incorrect. Correct notification date was 07/11/2013.

Event description:
The clinical events committee adjudicated the previously reported thrombolic target vessel occlusion, which occurred 12 days post index procedure, was definitely related to the study device and study procedure , and the previously reported thrombolic target vessel occlusion, which occurred 8 months post index procedure, was definitely related to the study device and study procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (re-occlusion). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
The outcome of the previously reported instent restenosis event which occurred approx 8 months post index procedure was reported as resolved.

Manufacturer narrative:
The clinical events committee adjudicated that the previously reported thrombolic occlusion event which occurred 12 days post index procedure was related to the device and procedure and not related to the drug.